Manufacturer narrative:
B5-the reporter states the problem was resolved after exchange. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -8.5/+1.5/011 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault and lens tear/break during loading. The vault value pre-exchange is reported as 1020um; post-exchange reported value is 600um.